Event description:
The report received from the affiliate indicated that during an interventional endovascular procedure, the powerflex p3 10 x 2 balloon catheter became stuck in the (unk) catheter sheath introducer (csi) after inflation. The product was removed successfully. There was no reported pt injury. The target lesion was the radial artery. The lesion was reported to be: not calcified, moderately tortuous, and an 80% stenosis. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) and no problems were noted. There was no reported difficulty removing the product from the packaging. No kinks or bends were noted in the catheter body/shaft. The balloon inflated, deflated, and re-wrapped normally. There was no reported difficulty accessing the target lesion. No additional info is available.

Manufacturer narrative:
The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt.